Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that critical pump error image was display on the insulin pump screen. Blood glucose was 350 mg/dl,189 mg/dl,322 mg/dl. Troubleshooting was performed. Customer also reported that insulin pump had pump error alarm and unable to rewind the insulin pump. Customer also reported that reservoir was leak. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.